Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 1200 mg/dl with associated with an inaccurate delivery issue. Reportedly, the patient was hospitalized and treated by their healthcare provider. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced a serious bg excusion while on insulin pump therapy.